Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to the 95% stenosed lesion located in the moderately tortuous, severely calcified, mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), after the second unsuccessful attempt to place the stent, the stent came off of the sds and migrated to the right peroneal artery. The physician then removed the stent using the filterwire. No stent was placed due to this event. No patient complications occurred.